Manufacturer narrative:
This report is being amended to reflect changes in sections. This device is used for treatment. Surgical notes for primary surgery and revision surgery were received. Primary notes confirm full extension with 125 degrees of flexion and excellent global stability was achieved and the patella tracked centrally, with no intraoperative complications. Revision notes confirm the patient was revised due to loosening of the tibial component. The tibial component was grossly loose and easily removed. A cause for this specific clinical event cannot be ascertained from the information provided. However, al event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. A field action was conducted on april 19, 2010 (see number above), in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. The implants related to this event were implanted prior to the field action. FDA recall (B)(4) contains the related part number.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: surgical notes and x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided. Evaluation codes: no devices or photos were received; therefore the condition of the components is unknown. Device history records were reviewed and found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.